Event description:
It was reported that during a mid right coronary artery procedure, a 3.0x38mm xience xpedition stent was implanted in the 35mm length lesion. Post implantation, there was haziness at the proximal stent edge, so an unplanned 3.0x8mm xience xpedition stent was implanted to cover the haziness. It was felt that the haziness was either residual lesion or a dissection and reportedly, the physician felt it was not a complication of the procedure. Post procedure, the patient experienced a non-serious rise in creatinine kinase-myocardial band (ck-mb), less than 3 times the normal upper limit. No treatment was reported and later that day, the patient was discharged home. Over one month post procedure, the patient reported a non-serious episode of chest pain, which self-resolved without treatment on the day of onset. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects angina and dissection are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.